Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that cmag motor was attached to the backup console. Staff attempted to test the back up motor using a practice motor. Motor was not consistently recognizing that it was plugged in. No alarms were recorded for the event. No further information was provided.

Manufacturer narrative:
Section b5, d10, h3, h4: additional information. Section f9: approximate age of device- the centrimag motor is not a single use device. Approximate age of the device from the manufacture date is 8 years, 10 months. Manufacturer's investigation conclusion: the returned centrimag motor (serial number (B)(4) was evaluated and tested by the service depot under work order #(B)(4). (See attached) the reported complaint was verified and reproduced during testing. The motor was operated with a test console and the reported failure was reproduced. When the motor's cable was manipulated the console intermittently alarmed with an "m2:motor disconnected" message. The motor was disconnected from test equipment and continuity measurements of the motor's cable revealed an intermittent open connection in the current drive phase b1 connection (ib1+/ib1- lines) when the cable was manipulated at the bend relief adjacent to the motor's body. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of conductor breakdown due to repetitive bending or twisting of the cable during use. It was noted that the motor was manufactured in december 2009, making it over 9 years old. The motor was scrapped due to being defective. Although the root cause of the observed damage could not be conclusively determined, reports of similar events have been documented and corrective action has been initiated to investigate the issue. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use (doc. #pl-0069, rev. 04) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received reporting the malfunction was discovered during testing and no patient was involved.